Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 29, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The consumable lot complaint history was reviewed. This is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. The customer reported there was fluctuations in intraocular lens implant (iol) observed and did not know if it was due to the system or cassette. There was no harm to patient. The customer provided a video showing the intraocular pressure (iop) pressure on the console fluctuating. When the wet sample was returned visual and functional testing, probe and illuminator tips were broken off in returned condition. There was also a 1.0cc syringe connected to the yellow stopcock. The sample was then fully tested on a console. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. The value of 7500cpm cut rate, 650mmhg extrusion, and 120mmhg proportional reflux displayed on the progress bar. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The iop function was stable in 36 mmhg to 38mmhg during fluid/air exchange testing. No fluctuations in iop pressure was observed during functional or performance testing during the investigation. The root cause of the customer's complaint could not be established. The returned consumable device met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system could not control a patients intraocular pressure during a procedure. The procedure was completed. There was no patient harm.